Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that the intracranial stent deformed during use, and the microcatheter was also damaged while being used in conjunction with the stent. The patient¿s vasculature was tortuous with no calcification. When the stent was deployed to the distal end, it deformed and could not be opened. Multiple adjustments were attempted without success. The stent also could not be fully resheathed into the microcatheter; therefore, both were withdrawn from the body together and the devices were replaced. The procedure was completed after replacing the device. There was no patient injury reported. The patient outcome was reported as fine.